Manufacturer narrative:
Additional information received on 4/9/2019 indicated the patient underwent device removal and replacement with allergan breast implants on (B)(6) 2011 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch report mw5081844) that a patient of unknown age who underwent second breast prostheses implantation with unspecified mentor gel breast implants for an unknown indication, developed symptoms including but not limited to migraine, facial sore eruptions that were severely painful, hip pain, joint pain, severe neck, back and shoulder pain, breast pain, breast tightness, digestive issues, hair and nail issues, mouth ulcers, tooth decay, loss of enamel, intolerance to cold, night sweats, tiredness, insomnia, panic disorder and general feeling of unwellness. As a result, the patient underwent removal and replacement with unspecified breast implants on (B)(6) 2012. The implants were found to be in a state of disintegration and were replaced. A large amount of scar tissues needed to be removed. The root cause of the patient's symptoms are unclear. This report is for the first of two devices.